Event description:
The manufacturer received information alleging no power complaint by dealer for a trilogy100 ventilator, china device. There was no harm or injury reported. The device was not in patient use. The trilogy100 ventilator, china device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician recommended replacing the device's power supply to address the issue. The root cause was not confirmed. Additionally, the device's blower and active exhalation control module were replaced to address an (r low inspiratory pressure) error code and a noise. The technician confirmed that the unit is working normally running 2 hours and pass all test.